Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the audio bolus button was found to be responsive during testing.the keypad was returned with a peeling keypad. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. Unrelated to the complaint, the pump failed a leak test and evaluation revealed moisture in the pump during testing.

Event description:
On (B)(6) 2012, the distributor contacted animas stating that the audio bolus button was hardly operating. There was no additional information available for this complaint. There was no reported adverse event associated with this complaint. This complaint is being reported due to allegation that the audio bolus button was reported to be hardly operating.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).